Event description:
It was reported that the patient stated there was some loose catheters that were thrown in the box which they were twisted and bent. Also stated these were not soft catheters.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to ¿inappropriate package design.¿ it was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "for urological use only. To use: insert rounded end of catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Do not reuse. Do not resterilize. Do not use if package is damaged. Visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient stated there was some loose catheters that were thrown in the box which they were twisted and bent. Also stated these were not soft catheters.